Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Medtronic received a report that the imaging at the 2-year follow-up visit on (B)(6) 2021 showed the pipeline had an incomplete open as fishmouthing at the distal end (25-50%) had been observed post-procedure. No associated symptoms or actions taken were reported. It was noted the pipeline had been successfully implanted with neck coverage and wall apposition achieved. Corelab imaging reported that wall apposition was not achieved at the follow-up imaging; however, the site denied the corelab finding as they reviewed the images from index procedure and the visit and concluded the pipeline position was the same on both images. The patient had been undergone treatment for a sidewall, fusiform aneurysm located in the c6 segment of the left internal carotid artery. The max diameter was 22mm, the neck size was 22mm, the dome height was 12mm, and the dome width was 8mm. The parent artery diameter was 4.8mm distal to the aneurysm, and 4.9mm proximal.